Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she had been wearing the impressa bladder support for approximately four days and upon removal she could not find the string. She went to urgent care for removal of the bladder support. After the doctor removed the pessary it was noted that the string had been swept up inside her body but was still attached. There was a small amount of blood on the bladder support. The consumer was fine and did not receive any additional medical treatment. She did not experience any adverse health effects.